Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed an error message (sf180) related to a battery charger fault. The internal battery and main circuit board were replaced to address the issues. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the sf180 and internal battery degraded warning alarm were due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that during evaluation of an astral device, an internal battery degraded warning alarm displayed and the main circuit board had a leaky super capacitor. The device was not in patient use when the reported event occurred.